Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip was implanted. A second triclip xtw was inserted and deployed on the tricuspid valve. However, five minutes after deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third triclip was then implanted, reducing the tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip was implanted. A second triclip xtw was inserted and deployed on the tricuspid valve. However, five minutes after deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third triclip was then implanted, reducing the tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.